Event description:
It was reported that the patient had been admitted to the hospital on (B)(6) 2026 for high blood glucose (bg) levels, high blood pressure of (212/90) and pain. The patient was taken to the hospital by ambulance and had removed the pod prior to getting in the ambulance. The patient¿s bg levels reached in the low 300 mg/dl range while wearing the pod between 36 and 48 hours on their abdomen. Symptoms reported include dizziness, pain in left arm, neck and jaw. It was noted by the patient that prior to the hospital, they were wearing the pod for "a day and a half" and noticed leaking that day. The patient underwent a heart catheterization which revealed 50%-60% coronary artery blockage. The patient also experienced an elevated a1c of 8.4. The patient was treated with insulin, morphine, oxygen, and ¿other treatments¿. The patient was released two days later (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: device not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.